Event description:
This lead was explanted in (B)(6) for high pace/sense impedances near 2500 ohms. Sensing and threshold values were in a normal range. The exact explant date is not known.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The analysis revealed multiple tissue residuals along the lead fragments. Particularly around the ring electrode and at the lead tip fibrotic growth was noted which might have affected the pacing impedance values. Furthermore cuts in the insulation were noted. Blood penetrated the lead. The conductor cables were partly pulled out of their lumens and the distal lead fragment was severely stretched. These damages most likely resulted from tensile forces applied during the extraction procedure and corroborate the assumption of an increased ingrowth. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.